Event description:
It was reported that a large volume infusor leaked fluorouracil from the "blue butterfly cap" at the end of the infusion line. The leak occurred in the purple overpouch which was still sealed at the time of delivery prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 and october 26, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid inside the purple color bag that contained the device which suggested a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.